Event description:
On 20th august 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8978p, dx swivelock® sl, with forked eyelet, 3.5x8.5mm, the surgeon pulled to remove the anchor but the anchor tip did not separate from the shaft. This was detected during a thumb ucl procedure. The case was delayed by 5 min but was completed successfully by using another ar-8978p. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. (B)(4).